Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body. Functional testing including leak testing, clear passage testing, clamp function testing and torque engagement were performed with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap extended life pd transfer set ¿could not be separated¿ (disconnected) from the connection site of the pd solution bag. Subsequently, the female connector of the twist clamp separated from the light blue main body when the user tried to disconnect the transfer set from the solution bag. This occurred after treatment for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.